Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent breast prosthesis implantation surgery with two unspecified mentor saline breast prostheses. Post-operatively, the patient suffered bilateral breast implant deflations. As a result, the patient underwent bilateral breast implant removal and replacement surgery on (B)(6) 2022. The replacement devices were: (left) 250cc mentor memorygel breast implant catalog: 3502504bc; lot: 9620008; sn: (B)(4) and (right) 250cc mentor memorygel breast implant catalog: 3502504bc; lot: 9659566; sn: (B)(4). This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On june 16, 2022, the mentor failure analysis lab received the device for evaluation. On (B)(6) 2022, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the saline breast implant had a tear on the union between shell and patch. Additionally, parallel lines of shell wear were noted within the shell rent. The evaluation determined that the cause of the rupture is consistent with normal wear. Shell wear suggests in-vivo folding or creasing of the device. This may be the result of the continuous and sustained stresses of the device. It should be noted that as part of the mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications.